Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and identified a small leak at the luminometer base probe tubing as a cause of the problem. Parts were replaced including the base probe assembly. The instrument is performing within the specifications. No further evaluation of the device is required.

Event description:
A discordant result for myoglobin was obtained on a advia centaur xp instrument. The initial result obtained was 0. The customer considered this result to be implausible. The sample was rerun and the repeated result was reported to the physicians. There are no known reports of interventions or adverse health events due to the discordant myoglobin result.